Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted shortly after implant and replaced with an MRI compatible pacemaker. The surgical intervention was required. No additional adverse patient effects were reported.